Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cryo ablation procedure, during prep, a foreign object was found in the plastic sterile packaging of the balloon catheter. The balloon catheter was replaced with another balloon catheter, and the case outcome in unknown. No patient complications have been reported as a result of this event.

Event description:
There was no patient involvement.

Manufacturer narrative:
Corrections: a1 patient identifier, b5 desc evt problem, additional codes imf (annex f). Product event summary: an image file and the afapro28 balloon catheter with lot number 23257 were returned and analyzed. The image file showed a thin wire like specimen on a white tray. The white tray appears to be related to the catheter packaging tray from the image returned. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. Review of the smart chip data indicated the catheter was not used for applications. The catheter was recognized and passed the electrical integrity verifications and performance tests. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All the pressure and flow were in range and the temperature curve had no oscillation or overshoot. In conclusion, the reported foreign material issue was observed during data analysis but it was not confirmed during returned product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.